Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high capture thresholds. On (B)(6) 2015 the patient presented for another follow-up and the lead continued to exhibit high thresholds. All other electrical values were noted to be within range. No intervention or patient symptoms were reported.